Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -4.00/0.50/95 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a longer length lens due to low vaulting. The problem was resolved.